Event description:
It was reported scar tissue was present at the patient's lead and ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2022. During the procedure, scar tissue was removed from both sites and the ipg was repositioned. Surgical intervention addressed the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.